Event description:
The patient contacted lifrescan and reported that their meter was reading erratic. The patient had received results of 18.7 mmol/l, performed within 5 minutes of each other. However , during ttoubleshooting, the patient was unable/unwilling to answer if the test strips were within the expiration date, and if the meter was set in the correct unit of measurement at the time of testing. The patient had reported that the "battery was almost dead" and they were having problems getting into the meter memory. The battery was reseated and the meter turned on briefly. However, the meter now appeared to be showing the mg/dl unit of the measurement, which the patient thought it was not before. Possibly due to a spontaneous power interruption, the meter was reverted for the "mmol/l" to the "mg/dl" unit of measurement; thus indi9cating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. However, there is no information that the patient experienced injury due to the product.